Manufacturer narrative:
The technician inspected the unit and found the drain pipe to the sub basement was pulled down, subsequently bending the drain valve bracket. The bended drain valve tore the clamp gasket which then caused the water to leak. The technician also found that the drying valve piston was damaged and allowed water into the drying duct to leak onto nearby flooring. The technician repaired the bent drain pipe bracket and replaced the gaskets and piston drying valve. The technician ran a test cycle and returned the unit to service. The washer is under steris service contract and was last serviced on (B)(4) 2012, when no leaks were noted.

Event description:
The user facility reported that their reliance vsc washer was leaking water from the bottom of the unit. No injuries, procedural delays/cancellations, or property reported.